Manufacturer narrative:
The device serial number, expiration date and device manufacturing date have been received and have been added to this report. Additional information was also received that per the physician, the reported death was cardiovascular in nature, but the cause was unknown.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve and angiography indicated ¿good results¿. After transfer to the intensive care unit, medications were prescribed for hypotension. The patient was intubated and cardiopulmonary resuscitation (CPR) was initiated due to cardiac arrest. However the patient expired. Per the physician there was no allegation that the device caused the death. An autopsy was not performed and the cause of death was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.